Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue caused by the cathode lead to x-ray tube. The x-ray tube was replaced with the hv cable assembly and snubber pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not make x-rays.